Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1994. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.6

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The peritonitis was manifested by abdominal pain, vomiting and cloudy peritoneal dialysis effluent. The patient was hospitalized for the event. On the same day as being admitted to the hospital, the patient began treatment for the event with vancomycin, (intraperitoneally, 1 gram, ¿v.a.d.¿) and nebcin, (intraperitoneally, 40mg/day) antibiotic therapy was discontinued after 22 days of treatment. Seven days after admission into the hospital the patient was discharged and was recovered. It was not reported if dianeal/extraneal therapies were ongoing. No additional information is available.